Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty turning off the pump with the usb cable. Reportedly, the pump was able to be turned off with a different usb cable. There was no impact to the customer's blood glucose level as the pump was not being used on the patient at the time of the event.